Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 120 mg/dl at the time of call. The customer stated that he was given manual injections to treat the high blood glucose. The customer stated that he was calling back to perform high pressure test. The customer performed high pressure test and a no delivery alarm occurred. The customer was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.